Manufacturer narrative:
The reagent information was not provided. The customer observed an abnormally low signal alarm on the day of the event. The field service engineer (fse) found a broken pinch tube and replaced it. The fse performed qc successfully. The customer repeated the patient sample after the service actions were performed, and the result was 48356 miu/ml, which was deemed correct. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable beta hcg results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial result was >10000 miu/ml with a data flag. The repeat result was 28389 miu/ml.